Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a sensor expired notification, did not replace the sensor or enter blood glucose values, and the ilet subsequently stopped insulin delivery until the user applied a new fl3+ sensor and initiated pairing with the ilet; the user was advised that the warmup period would take approximately one hour and planned to wait. Symptoms included feeling okay. Outcomes included hyperglycemia with a reported blood glucose of 251 and an alert for high glucose, without need for outside assistance or medical intervention. Investigation included user support, troubleshooting, and education regarding sensor pairing and warmup expectations. Investigation of this case revealed hyperglycemia associated with loss of glucose data and suspended insulin due to an expired sensor, with the user reconnecting to restore automated dosing; the precise cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.